Event description:
A report was received that the patient's ipg was eroding at the pocket site. The ipg had not poked through the skin but the skin was getting really thin and the patient was sitting on the battery constantly. The patient underwent a pocket revision wherein the battery was relocated. The patient was reportedly doing well following the procedure.